Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: alarms were confirmed in the black box, attempted to rewind, load and prime: the pump continued to rewind after the piston reached bottom. Attempted to load and received an cs 064-0001 alarm: unable to complete 24 hr test. Unable to complete force sensor calibration or bolus test due to cs 064 alarm. Opened pump and removed motor drive assembly. Attempted run motor on 5 volt power supply. Motor run for a short time then stopped unable to restart. The motors top cap fell of and the flex cable was no longer connected to the drive circuit of the motor. Display was faded and pink. Removed displayed and placed new good display in. New display contrast returned to normal. The contrast and up buttons were intermittent. No damage to the keypad. Removed keypad and contamination was found under all button contacts.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an internal motor failure, discolored display, intermittently responsive keys and contamination under the key contacts. This report is made based on the results of an investigation completed on (B)(4)2013